Event description:
The manufacturer received information alleging the patient passed away. The cause of death is not known. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.